Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient's information was being replaced on the central nurse's station (cns). No patient harm was reported. Investigation summary: during a follow up with the customer to obtain additional information, the customer was not able to provide the additional details and did not recall any information relating to the issue. Troubleshooting did not take place and the issue could be confirmed nor duplicated. As such a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The biomedical engineer (bme) reported that the patient's information was being replaced on the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient information was being replaced on (central nurse's station (cns)), and notes end there. Qa contacted the customer for additional information, but they do not have a record of this unit having an issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the patient information was being replaced on (central nurse's station (cns)), and notes end there. Qa contacted the customer for additional information, but they do not have a record of this unit having an issue. No patient harm was reported.